Manufacturer narrative:
Pending evaluation.

Event description:
As reported, this (B)(6) y/o male patient present to the surgeon with complaints of hip instability. A revision was completed on (B)(6) 2020. The initial date of the hip implants is unknown. The patient was last known to be in stable condition.

Manufacturer narrative:
(H3) the evaluation noted in the revision as reported, this 51 y/o male patient presented to the surgeon with complaints of left hip instability. A revision was completed on (B)(6) 2020. The initial date of the hip implants is unknown. The patient was last known to be in stable condition. The explanted poly was lost by the facility. Upon review of all available information, there is no evidence to suggest that a design or manufacturing issue caused or contributed to this event. Upon review of the returned images of the removed liner, it appears that the liner may have begun to dislocate and became impinged as a result, leading to instability. No information provided in the following section(s): d4 (serial number and expiration date).

Event description:
As reported, this 51 y/o male patient presented to the surgeon with complaints of left hip instability. A revision was completed on (B)(6) 2020. The initial date of the hip implants is unknown. The patient was last known to be in stable condition. The explanted poly was lost by the facility. Pictures of removed damaged poly received. Instability and loosening of implanted components is a known event associated with joint replacement therapy. Upon review of all available information, there is no evidence to suggest that a design or manufacturing issue caused or contributed to this event. Upon review of the returned images of the removed liner, it appears that the liner may have begun to dislocate and became impinged as a result, leading to the instability.